Manufacturer narrative:
The symptoms did not result in sensor removal, and no additional medical intervention was reported. Per review of the data management system, the user continued to use the system with up-to-date information. Skin irritation at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user was prescribed with a steroid ointment for the symptoms.

Event description:
On (B)(6) 2026, the user reported a skin reaction at the transmitter wear site, described as a rash corresponding to the size and shape of the smart transmitter, accompanied by itchiness. The user stated that the itchiness began a couple of weeks prior, with the rash becoming noticeable a few days later. The user's healthcare provider was aware of the event and prescribed a steroid ointment.